Event description:
Coiling treatment of a mca bifurcation aneurysm. A stent was placed to assist in the coiling procedure. It was reported an axium coil was deployed and after performing an angiographic control for coil placement, a hemorrhage occurred. The procedure was completed with add'l coils.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.